Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump alarms. The customer¿s blood glucose level was unknown. Customer experienced low blood glucose level during night but during the day as much. Customer eat something to help herself. The insulin pump will not be returned for analysis.